Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure the lead was attempted but not used. A fixation problem occurred during placement causing the lead to dislodge. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: the full lead was returned and analyzed. The lead was received with the helix fully retracted and it was damaged (compressed inside the sleevehead). Distortion of the distal conductor was observed within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction. Analysis results found the helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. The distal conductor of the lead was extrinsically over-rotated. The helix of the lead was extrinsically compressed. A visual summary analysis of the lead indicated damage at implant.

Event description:
It was also reported that the lead was seen opening.